Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the waterproof sealing ring at the head of the lead was broken. Additional information indicated that the lead was capped. There were no reported patient complications as a result of this event.